Event description:
The customer contacted physio control to report that their device would not recognize a patient connection through its defibrillation electrodes. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
A cause of the reported issue could not be determined. After some unrelated repairs, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was not able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available.

Event description:
The customer contacted physio control to report that their device would not recognize a patient connection through its defibrillation electrodes. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There were no reports of adverse effects to the patient as a result of the reported issue.